Event description:
I have had essure since (B)(6) 2013 and I have had excruciating pain since day one. I feel like there is a blender inside of my vagina just tearing everything up. If I have an orgasm I can feel my coils moving, if I stretch I can feel them, and I have bad inflammation. I am constantly bloated and can barely maintain an ok diet. I cramp so bad that I am in constant tears and when my "period" comes, it is always off schedule and 2-3 weeks at a time. I have asked my doctor and he says there are no side affects. I also had a d&c with my procedure which I was not aware of until after the fact. I also was not aware that it was actually surgery, my doctor told me that it was done in the office with no pain.